Event description:
It was reported that the user experienced difficulty attaching multiple connectors to the cartridge despite the cartridge being seated flush and attempts to press firmly and twist, while a connector from a different box attached without issue; replacements were processed. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped. Investigation included complaint evaluation and user troubleshooting. Investigation of this case revealed an inability to attach the connector consistent with a connector fit or engagement issue. It was concluded that the event was related to a device component mechanical issue with no reported patient harm.